Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 39mg/dl. The expected fasting blood glucose test result range is 90 to 100mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 184 and 187mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:39mg/dl date: (B)(6) 2018 time:4:29pm fasting; result 2:63mg/dl date: (B)(6) 2018 time:5:11pm fasting; result 3:116mg/d date: (B)(6) 2018 time:5:22pm fasting; result 4:97mg/dl date: (B)(6) 2018 time:5:11pm fasting; result 5:79mg/dl date: (B)(6) 2018 time:5:14pm fasting; customer is not concerned with high results.